Manufacturer narrative:
(B)(6). (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties occurred and the patient experienced phasia and mild paresis. A 190cm filterwire ez¿ was selected for a carotid re-stenting procedure. The filterwire was placed and the filter wire deployed. It was then reported that "only a 30 cm section could be peeled". The filterwire could not be recovered with the open filter. The physician then advanced a 6f guide catheter over the wire in order to recover the whole device. It was impossible to prevent a thrombus from being carried peripherally intracerebrally. The patient experienced aphasia and mild paresis. There were slight improvement of the patient's symptoms at the time of reporting. The procedure was completed with a different device and no further patient complications were reported.